Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient had a controller with no power alarm did not occur. The controller was exchanged with the hospital stock and the patient was not impacted.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Review of the manufacturing and receiving inspection records confirmed that all requirements for release were met. The device passed visual inspection but failed functional testing. Controller failed the functional test for "no power" alarm when all power sources were disconnected from the controller. Therefore the reported event was confirmed during bench testing. When pressure was applied to the component the no power alarm would enable as intended. Releasing pressure would cause alarm to not enable. Resoldering of the component joints fixed the deficiency and the circuit returned to normal operation. The root cause of the problem was a soldering joint deficiency on a diode located on the power circuit board. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller ((B)(4)) failed the functional test for "no power" alarm when all power sources were disconnected from the controller. Therefore the reported event was confirmed during bench testing. The root cause of the problem was the metal oxide semiconductor field-effect transistor "mosfet" (q6 on the power board) that was stuck in "off" position. After resetting q6 by shorting drain to source, the transistor worked fine and the "no power" alarm sound worked when all power sources were disconnected.